Manufacturer narrative:
Concomitant medical products- model: 5076-52, lead; implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department. A remote transmission was sent. Information received on the remote transmission was reviewed by qualified personnel. It was determined that the right ventricular (rv) lead had triggered a lead integrity alert (lia) with increased sensing integrity counter (sic), and high rate non-sustained episodes. It was noted that the oversensing was resulting in pacing inhibition and bradycardia. A revision procedure was completed and the low-voltage, pace/sense portion of the rv lead was capped and replaced. The high-voltage portion of the rv lead remains in use. No further patient complications have been reported as a result of this event.